Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (B)(4) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: a review of the black box confirmed the call service 078 motor rewind errors. The complaint was replicated consistently during the investigation. The battery compartment was cracked along the side of the pump. A leak was found here and in the display lens. Moisture was found internally. The moisture was the cause of the vibratory alarm failure.